Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -11.00/+3.5/084 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to low vaulting and lens rotation. The lens was replaced with a longer lens and the problem was resolved. Post-op, there was no pain but mild inflammation. See MFR. Report # 2023826-2022-00428 for replacement lens. The cause of the event was due to the device. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -11.00/+3.5/084 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to low vaulting and lens rotation. The lens was replaced wih a longer lens and the problem was resolved. Post-op, there was no pain but mild inflammation. The inflammation was mild cell and flare, which was mild and normal for the surgery, and has resolved. The cause of the event was due to the device. Claim # (B)(4).